Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: samples were received and an investigation was performed. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. Investigation conclusion: unable to perform complaint lot history check due to an unknown lot number for needle clog. No DHR review can be carried out as lot number is unknown. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (pe cannula bent) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause for this issue is user related. The pe cannula was bent by the user after handling the pen needle. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the unspecified bd pen needle was unable to deliver medication. The following information was provided by the initial reporter: needle blocked.